Event description:
The customer reported unknown issue/needs repair. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced mount rubber motor due to 242.4030 error, iui right side, lvp keypad recall completed. Based on the findings, service determined that the probable cause of the reported issue was due to maintenance issue of the mount rer motor. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 07jan2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Z-2718-2020 for iui damage.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported unknown issue/needs repair. There was no patient involvement.